Event description:
Customer reported a blood infusion set in the hemonc area separated near the safety clamp fitment. No other details available at the time. No additional info was available.

Manufacturer narrative:
(B)(4). The customer's report of the tubing falling apart was confirmed. The received sample showed the silicone tubing was separated from the lower fitment of the pumping segment. No damages were observed on the silicone tubing, retainer ring, or lower fitment. Testing performed in efforts to replicate the customer's experience could only duplicate the incident if the silicone tubing was not securely attached to the lower fitment. The root cause of the tubing falling apart is unk, however it is possible the silicone tubing was not attached securely to the lower fitment during the mfg process, which may have contributed to the incident. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.